Event description:
During a pulmonary vein isolation ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. While ablating the cavotricuspid isthmus in the right atrium, a steam pop occurred. The patient's blood pressure decreased and an echocardiogram revealed a small pericardial effusion. Vasopressors and fluid infusion stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
Gtin # (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.